Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of the leads is not working. The lead was being "overworked" and there are plans to remove and replace the lead. No patient complications have been reported as a result of this event.